Manufacturer narrative:
Additional lot number: 8144647; additional expiration date: 2019-11-30 (B)(6). Additional manufacture date: 2018-05-24.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were underfilled. The following information was provided by the initial reporter: ¿ tubes do not fill well, not enough vacuum .this started several months ago.¿

Manufacturer narrative:
Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to low draw as all samples met specifications. Photos provided by the customer illustrated unused tubes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were underfilled. The following information was provided by the initial reporter: ¿ tubes do not fill well, not enough vacuum this started several months ago ¿.